Event description:
It was reported that the 8100 had an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had an error code 242.4030 was not identified during the customer call. Tech support advised the biomed to verify that the motor connector is securely seated. Recommended to replacing ail assembly (includes the motor encoder), motor controller board and logic board. As a final option, advised sending the device to the factory for repair. Biomed confirmed they intend to send the device in for repair. Provided the contact number for the service notification team for further assistance. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.